Manufacturer narrative:
The t:slim x2 basal iq user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally performed the fill tubing sequence while connected to the infusion set. Blood glucose decreased to 33 mg/dl. Customer was transported to the hospital by paramedics and treated with dextrose. Customer could not recall other specific treatment. Customer was discharged on (B)(6) 2019 with the issue resolved and no permanent damage.